Event description:
Customer returned the device for evaluation and repair of an air/water flow issue during reprocessing. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that there is foreign material in the device. The foreign material cannot be removed even with proper reprocessing. This medwatch is being submitted for the presence of foreign material as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that there is foreign material in the device. The foreign material cannot be removed even with proper reprocessing. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for the device evaluation. This supplemental report is being submitted to provide this information. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. Upon testing the air/water supply volume, neither air nor water at the output was observed for the device due to a clogged nozzle. There was no deformation of the nozzle hose. The clogging was caused by a foreign material. After removal of the nozzle, it was found that the air/water (aw) channel was also clogged with the same foreign material. The foreign material appeared to be a solid and dark material, likely to be debris from the patient body, and could not be removed. Other observations for the device are: distal end rubber coating (a-rubber) is worn out; one light guide (lg) rod lens is cracked; lens cementing is defective; scope connector electrical contacts are slightly damaged; and angulation is out of specification. The air leak inspection did not show any water leakages. The replacement of the nozzle unit, the a-rubber, the distal end cover, one lg-rod lens, the aw channel replacement, and an angulation wire adjustment are required as a middle repair to return the instrument to the OEM specification. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Addendum oct 28, 2022: upon testing the air/water supply volume, neither air nor water at the output was observed for the device due to a clogged nozzle. There was no deformation of the nozzle hose. The clogging was caused by a foreign material. After removal of the nozzle, it was found that the air/water (aw) channel was also clogged with the same foreign material. The foreign material appeared to be a solid and dark material, likely to be debris from the patient body, and could not be removed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.